Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer stated that they had cracks on pump around the reservoir cartridge area, scratches and rewind was slower. It was reported that the they had press buttons more than once to respond. It was reported that they had failed battery several times. The insulin pump will be returned for analysis.